Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Reportedly, the customer reverted to an alternate method insulin therapy.